Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Active sentry handpiece was received at the irvine technology center (itc). A visual assessment of the returned sample revealed nonconformity. The handpiece was connected to a calibrated resistance test box, where the input and output impedance, resistance and dissipation were found to be within specification. The returned sample was connected to a calibrated centurion vision system. The handpiece was recognized successfully. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. Refer to the attached investigation log. Customer reported that their active sentry handpiecewas not priming and overheating. Testing at itc found the handpiece to meet alcon specifications per mtp. Therefore, the customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Event description:
A customer reported that an ophthalmic handpiece overheated. The patient and procedure details were not reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in section h.8, h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Handpiece was received at the manufacturer. A visual assessment of the returned sample revealed nonconformity. The handpiece was connected to a calibrated resistance test box, where the input and output impedance, resistance and dissipation were found to be within specification. The returned sample was connected to a calibrated system. The handpiece was recognized successfully. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. Refer to the attached investigation log. Customer reported that their handpiece was not priming and overheating. Testing at manufacturer found the handpiece to meet specifications. Therefore, the customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that this handpiece met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.